Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the event occurred the day after implant when the lead was found to be dislodged. Upon repositioning of the lead, the set screw was unable to be screwed back in. The ipg was explanted and replaced. The lead was repositioned and remains in use.

Event description:
It was reported that during implant, the setscrew of the implantable pulse generator (ipg) was screwed out. However, it was not possible to screw the set screw back in. The ipg was not used and a different ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.